Event description:
The device was used during an unspecified procedure. Reportedly, the suture broke and the needle detached. The surgeon applied another suture to complete the procedure. The hosp has reported no pt injury occurred.